Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle stick injury were confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with bd venflon¿ pro safety the safety mechanism failed and a needle stick injury occurred. Information regarding intervention of the needle stick injury has not yet been obtained. The following information was provided by the initial reporter: the protective cover to protect the needle also remained; needlestick injury after lancing, 'hanging' and did not slide over the needle.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd venflon¿ pro safety the safety mechanism failed and a needle stick injury occurred. Information regarding intervention of the needle stick injury has not yet been obtained. The following information was provided by the initial reporter: the protective cover to protect the needle also remained; needlestick injury after lancing, 'hanging' and did not slide over the needle.